Event description:
It was reported that the patient presented to the emergency room with a subcutaneous infection at the chest incision four days after implant of the vns system. It was reported that the patient was under treatment with antibiotics for the reported infection. It was reported that surgical intervention was being considered. The pulse generator has not been enabled yet. It was reported that the infection is believed to be related to vns implant surgery. No known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.